Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested, but not received.

Event description:
It was reported, that x-ray imaging confirmed, both of the patient's leads had migrated and wrapped around the ipg in the pocket. Surgical intervention may take place in the future to address this issue.